Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, after needle deployment, when removing the plunger a suture break occurred with the first prostyle device. A second and third prostyle device were attempted to be deployed; however, cuff misses occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two prostyle devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.